Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 595 mg/dl while wearing the pod between 36 and 48 hours. The patient reports while taking a shower the pod adhesive had become loose and the patient had wrapped gauze around it. Symptoms reported include hyperglycemia, feeling weakness, nausea, vomiting and diarrhea. The patient reports as treatment they performed correction boluses and was managing food intake. Once at the hospital the patients pod was removed. The patient was admitted to the intensive care unit (ICU). The patient was treated with an intravenous drip of insulin as well as a supplement of insulin the following day. The patient was released from the hospital after 3 days. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.